Event description:
It was reported that the patient had an MRI and a confirmed motor stall occurred; motor stall recovery was not noted. A critical alarm was not heard but was later confirmed by telemetry. A stopped pump period may exceed tube set message also appeared in the event logs 48 hours after the MRI. Reservoir volumes were checked and confirmed accuracy. The patient was "clinically doing well" with no symptoms reported.